Manufacturer narrative:
Two samples received in opened original packaging. One forceps belongs to this investigation. This forceps shows surgery residuals. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. Sample shows surgery residuals. After cleaning, it was found that forceps could be activated, the opening and closing was working. This was repeated multiple times, no blockage was found. The customer¿s complaint was not confirmed. A root cause could not be determined because the sample meet the specifications. No corrective actions are required, because there is no indication of a malfunction. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. This is first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two ophthalmic forceps unable to not close after inserting into the patient's eye during a vitrectomy with intraocular lens implantation surgery. The procedure was completed after replacing the product with another forceps. There was no harm to the patient.